Event description:
It was reported that the lead became fractured, due to clavicular crush and the end of the portion attached to the pulse generator fell into the ventricle. The lead was re- placed.

Manufacturer narrative:
Na

Event description:
It was reported that the clinician thinks that the sensing anomaly was due to anti-arrhythmic drugs given the patient to convert atrial fibrillation.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. All filars of the proximal and distal coils were fractured due to clavicular crush.